Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the time of an unrelated lead revision, the right ventricular (rv) lead showed high impedance. It was assumed that this was due to the lead repositioning during the unrelated revision. It was also reported that there was low pacing impedance. The patient went on vacation and had an episode of pre-syncope. The patient went to the hospital where they noted a polarity switch. Reprogramming was done and the patient was advised to see the doctor upon returning home. During the follow-up visit, the lead impedance was still high. Reprogramming was done again. Close monitoring will continue. All other tests are within normal range. The lead remains in use. No patient complications have been reported as a result of this event.